Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00222 on 30-aug-2024. Additional information (06-sep-2024): siemens further evaluated the event and determined that the malfunctioned reagent probe and sample probe that caused delivery issues potentially contributed to the event. The service activities mentioned in the initial report and the troubleshooting actions performed by the cse resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on multiple patient samples on the dimension vista 1500 instrument after the customer replaced the q-gard filter on the instrument. Calibration was acceptable at the time of sample testing. Siemens remotely assisted customer and aligned server 3 probes, ran a full check and service method tests (smt) for server 3. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran server 3 service methods, which recovered acceptably. Then, the cse replaced reagent 5 (r5) and sample 3 (s3) probes, calibrated the co2 assay, and ran qc 5 times, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed carbon dioxide (co2) results were obtained on 9 patient samples and a test sample on the dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument. The repeat results recovered higher than the initial results and matched the patients' clinical histories. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.